Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and infection. It was also reported that the patient experienced vegetation in their right atrium which was found by a transesophageal echocardiogram (tee). The vegetation was removed via a suction procedure and antibiotics were administered to the patient. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.